Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain in the low back and bilateral shoulder blades. It was also reported that the patient's scs battery pack did not want to charge. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain in the low back and bilateral shoulder blades. It was also reported that the patient's scs battery pack did not want to charge. The patient will undergo a revision procedure.